Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error.

Manufacturer narrative:
Added: d3, d9 corrected: h3 the most likely cause of the emergency shutdown was an accidental power switch press for at least 15 seconds.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 67-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient had a history of known coronary artery disease (cad) . During support, a purge cassette leak was noted at the purge disk. The nurse observed fluid collecting at the bottom of the aic, although no alarms were triggered, and all waveforms and parameters remained within normal limits. The purge rate had been slowly increasing, and the purge cassette was exchanged with no further complication.a leak was also noted around the introducer, attributed to ineffective graft locks, which were retained for return to headquarters. After the patient returned from the or, the nurse reported that the impella controller shut off with a single short beep, and the unit powered down. Upon restarting the controller, alarm review indicated an impella disconnect, followed later by an impella emergency shutdown imminent alert and an unexpected impella shutdown. The patient remained hemodynamically stable throughout. A controller exchange was planned, and the original unit was sent to biomed.the reported events include shutdown/restart problem, fluid leak, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Updated information: d1 brand name updated d6a/d6b added.